Event description:
Patient was taken to the surgical suite on (B)(6) 2012, for robotic assisted converted to open coronary artery bypass grafting. A 9mm incision in the fourth intercostal space allowed access with the thorascope. Initial thorascopic survey of the chest showed no evidence of adhesions, but there was excessive pericardial fat. Additional ports were placed superiorly and inferiorly at about two rib levels. The robot was docked to the field. The internal mammary artery was started to be dissected using the davinci robotic assistance. The mammary was skeletonized from its bifurcation inferiorly up toward the subclavian superiorly. During an instrument change for the superior robotic port an inadvertent aortic injury was created. The aorta was repaired, thoracotomy closed and sternotomy performed and procedure proceeded. Intraoperatively, the patient was hemodynamically stable and received two units of blood. He had no evidence of ongoing bleeding at the completion of the operation. There were no further complications and the patient tolerated the procedure well. The patient was transferred in critical condition to the intensive care unit. Postoperatively, the patient developed an acidosis and low cardiac output syndrome which despite insertion of intra-aortic balloon pump and multiple inotropes, was unable to maintain adequate cardiac perfusion and blood pressure. Postoperative echocardiogram showed his ejection fraction was 60% with no evidence of tamponade. There was no evidence of ongoing bleeding. However, the patient subsequently continued to have worsening hypoxia despite maximal ventilator settings, and acidosis, ultimately leading to his demise on (B)(6) 2012. The evaluation of the circumstances of this event is ongoing. However, it was determined on (B)(4) 2012, appropriate to report.